Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set leaked from the spike's air vent. The set was spiked with paclitaxel. This occurred before the patient was connected. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed that the set had leaked through the blue air vent of the spike. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.